Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 9615350-2013-00002, indicting the brand name as an alternating pressure air flotation mattress, the correct name is flotation cushion; the common device name as 880.5550, the correct device is 890.3175; the manufacturer as motion concepts when the manufacturer is invacare taylor street. The FDA registration number was reported as (B)(4) when in fact it is (B)(4) for invacare.

Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Dealer states that the overlay had a permanent wrinkle in it which caused the end user to have a stage two pressure sore in the coccyx area. MDR filed.